Event description:
(B)(4). I've had essure implants since (B)(6) 2007.. My first problem started (B)(6) 2007.. I bleed for 5 months straight..the last two years have been the absolute worse.. I pray every morning before my feet hit the floor for the lord to give me the strength to get through the day.. I am a mother of 4 sons and a wife of 25 years. I have never endured this much daily pain in my life.. My body aches all over constantly.. I feel like I'm burning on the inside.. I have chronic left pelvic and hip pain, numbness and tingling throughout my hands, legs, and feet.. My legs get very weak and heavy the longer I'm on them and feel as if there going to collapse from under me.. I have to sit right away.. Severe bloating and burning sensation in my abdomen.. Painful intercourse, irregular bleeding and monthly cycles, clotting, and foul discharge at times. Migraines last several days. I'm so fatigued that I just have no energy anymore and give out of breathe easily. So many things have gone wrong and I feel depressed and worried all the time about what is going on with my health, and how hard it is to get through each day in pain.. It is not fair. I did not sign up for premature aging and my body to be poisoned.. I have a family that needs their mom and wife.. Please take us serious.. We are mothers who only tried to prevent from having more children, and not have our health destroyed.. Essure is one bc that needs to definitely be recalled.. Asap!!!! Thank you..